Event description:
It was reported that patient underwent initial hip procedure on (B)(6) 2011 utilizing a recap femoral head and a magnum cup. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to pain and noise in hip.

Manufacturer narrative:
Evaluation of returned product is as follows: the head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the parts, wear rates did not appear to be excessive. The cup was inspected and no features were found out of specification. The re-cap head could not be measured due to the condition in which it was received. Visual inspection did not reveal any unusual markings that would indicate excessive wear or misplacement. This report is 1 of 2 reports associated with this complaint (1825034-2012-00018, 1825034-2012-00019).